Event description:
It was reported that during a drug clinical study, an intravascular ultrasound catheter (ivus) distal tip detached during a percutaneous transluminal coronary angioplastic plus stent procedure of the left anterior descending artery (lad). The lesion was tortuous and access was achieved with a guidewire and guide catheter. The left main coronary artery (lmca), lad and left circumflex (lcx) were imaged during procedure. During passage of the ivus catheter into the lcx artery, there was resistance, and the ivus catheter was manipulated; the tip of the ivus catheter detached and was lost into a small marginal branch. An attempt to retrieve the tip with a snare device was tried unsuccessfully. The small marginal branch was occluded. The pt was observed to have had an acute non-q-wave myocardial infarction without clinical consequences. The pt was discharged seven days later without complications and "stays well."